Event description:
The user arrived into the lab and noticed there was water all over the floor from the internal water supply. No one slipped or fell due to the water in the walkway. No pt samples were involved.

Manufacturer narrative:
The field service rep determined there was a problem with the float switch and replaced it. He ran calibrations and controls to verify the analyzer performance.